Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had loss of sensing, an increase in threshold and a pericardial effusion. The lead was repositioned. No patient complications have been reported as a result of this event.